Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(4), batch: (B)(4). The device was not returned for analysis and the complaint of paralysis could not be confirmed. Record review revealed no additional information related to the complaint. The investigation is unable to determine a probable cause for the complaint; therefore, the cause cannot be established.

Event description:
It was reported that the day after being implanted with the scs device the patient was unable to move his legs. Physician assessed that the patient had a blood clot in the epidural space, but does not believe it was caused by the device. Patient underwent an explant procedure to remove the scs system and the clot. Patient was admitted to a rehabilitation center with little leg movement.